Event description:
Ethicon temporary cardiac pacing wire 2-0 (tpw32). Fraying/facture at the point where the flexible pacing wire meets the rigid metal pin. Flexible pacing wire became completely disconnected from metal pin (portion where pacing wires connect to cables that connect to pacing box). Two events occurred with two different patients (different sets of wires) in 2021. Recommendations: connection point where wire meets rigid metal pin is vulnerable site for stress and subsequent fracture. Consider reinforcement to prevent recurrent device failure.